Event description:
As reported, during an interventional endovascular procedure, the physician had difficulty advancing/tracking the outback re-entry catheter over the ¿tight¿ bifurcation. The outback was used to re-enter past the occlusion. Upon pulling the outback out, resistance was encountered. During withdrawal, the distal portion became separated from the main body and required retrieval with a snare. The patient was not injured. The procedure was completed successfully. Additional information received indicated that the physician had been using the product for approximately seven years and had performed approximately one case per month. The physician¿s technique has not been impacted by any changes in indications, thought leadership or publications. The target lesion was the superficial femoral artery (sfa) which was a chronic total occlusion (cto). A non-cordis guiding catheter was used for the procedure. The approach for the procedure was contralateral. The iliac bifurcation was described as tight. A non-cordis guidewire was used for the procedure. The outback was prepped properly according to the instructions for use (IFU). The cannula/needle actuated smoothly during preparation. The sheath used placement/manipulation was reported to be problematic (separated) during the procedure. The sheath was noted to be damaged post-procedure. There was difficulty reported advancing the outback over the guidewire at the iliac bifurcation. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the inferior direction when advancing over the horn. The outback was able to be delivered past the iliac bifurcation. The guidewire was successfully delivered past the lesion. The lesion was treated successfully. Abnormal force was required to track the device over the iliac bifurcation. There was resistance/difficulty reported removing the outback from the patient. The separation occurred during withdrawal of the outback. The patient¿s lesion was treated by balloon angioplasty and stenting. The treatment of the lesion was reported to be successful after a seven hour long case. No additional information was available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for inspection. The distal tip was noted to be detached and the needle exposed additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a physician experienced difficulty withdrawing an outback catheter with subsequent of its¿ distal tip. This tip was retrieved with snaring and the procedure successfully completed with no reported patient injury. The event involved a target lesion in the patient¿s superficial femoral artery that was described as a chronic total occlusion. The procedure was initiated using a contralateral approach with difficulty experienced during the insertion of the non-cordis sheath introducer. The patient¿s iliac bifurcation was described as tight. A non-cordis guiding catheter and non-cordis guidewire were successfully introduced into the patient¿s vasculature. The outback catheter was prepped according to the instructions for use (IFU) with smooth cannula/needle actuation during preparation. Abnormal force was required when tracking the outback catheter over the bifurcation. The guidewire was then successfully advanced past the target lesion and the lesion was successfully treated with balloon angioplasty and stenting. Of note, this procedure is reported to have taken seven hours. Difficulty was then experienced when withdrawing the catheter from the patient with separation of the distal tip inside the patient. This retained portion was successfully snared with no reported patient injury. Of interest, the site reported that the non-cordis sheath introducer was also noted to be damaged when it was removed. The physician is reported to have been using the outback catheter for the preceding seven years on a monthly basis and his/her technique has not been impacted by any changes in indications, thought leadership or publications. One not sterile outback was received coiled inside a plastic bag. The unit was received with about 3.5cm distal section separated; this section showed the nosecone bended and elongated, about 1cm of the outback body was firmly attached to the housing; however, at the rupture section, unraveled conditions were observed at the braid wire as well as some wires ruptured. The cannula needle was protruding at the distal end of the outback proximal section due to the tip separation. Lt marker was confirmed in the distal tip; however, its orientation could not be evaluated due to the tip detachment. No other anomalies were observed. During microscopic analysis it was noted that the device was elongated in the sections of the separation. It seems that unit was stressed at the at the rupture point before the distal section separation. Functional analysis could not be performed due to the unit damages conditions. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. The reported ¿cto catheter system - withdrawal difficulty¿ event could not be properly evaluated as the functional analysis could not be performed on the returned unit. The reported cto as ¿catheter tip/distal tip (outback only) - fractured-separated/in patient¿ event was confirmed and was consistent with evidence of stretching and pulling. Based on the information available for review, there are vessel characteristics (tight bifurcation) and procedural factors (continued use of the device despite resistance and reported seven hour case) that may have contributed to these events. Neither the product analysis nor the manufacturing records review suggests that the events are related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.